Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent damage and stent dislodgement occurred. A 2.50 x 38 synergy stent was selected for use to treat the lesion. The physician removed the stent protector without resistance; however, the stent was trapped. The long axis of the stent was extended and the stent detached from the stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that almost the entire stent profile was damaged with struts distorted, stretched and lifted from the stent profile. No damage was noted at the distal and proximal edge of the stent. The maximum crimped stent profile was measured. The product stent protector was returned for analysis with the device and the inner diameter was measured. The stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cone profiles were reviewed and found that the balloon wings and folds were opened out of their intended position. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. A 2.50 x 38 synergy¿ stent was selected for use to treat the lesion. The physician removed the stent protector without resistance; however, the stent was trapped. The long axis of the stent was extended and the stent detached from the stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.